Manufacturer narrative:
(B)(4). The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal right coronary artery with moderate tortuosity and heavy calcification. The 2.5 x 18 mm xience xpedition stent delivery system (sds) was advanced and the stent was deployed. After deployment, a proximal edge dissection was observed which was treated with a xience prime stent. The procedure ended successfully and there was no clinically significant delay in the procedure. No additional information was provided.